Manufacturer narrative:
H11: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned patient connector with no issues or leaks, therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of the minicap transfer set was unable to disconnect from the patient line of the amia cassette. The event was further described as ¿the dark blue part of the transfer set was stuck with the patient line¿. This was observed during use of the devices for peritoneal dialysis therapy. The patient had to cut the patient line to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.